Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse examined the system and determined that the live monitor is flickering. The fse replaced the live monitor. After the replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that examination room live monitor is not displaying. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the 19inch monitor. The fse replaced the monitor and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.